Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-00670. It was reported the patient experienced a fall and the scs system stimulation was longer effective since. A system diagnostics showed multiple lead contacts with high impedances. Consequently, surgical intervention was taken and the physician decided to replace both of the patient's leads. Postoperative, the patient was reportedly fine and the stimulation therapy was restored.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-00670.